Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device was evaluated, but the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation of image not appearing, a definitive root cause could not be identified since the malfunction was not reproduced. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received the customer. There were no other devices replaced or involved in this event. The procedure was completed with another hd camera head. There was no delay in the procedure.

Manufacturer narrative:
Fields updated: b5, e2, e3 and g2 (added health professional). This supplemental report is being submitted to provide additional information obtained from the customer.

Manufacturer narrative:
The device was returned to olympus for evaluation but the evaluation has not been completed. The investigation is ongoing and follow up with the customer is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd camera head ¿would not register with the box. Did not procedure a picture¿ prior to an unknown procedure. There were no reports of patient injury associated with this event.